Event description:
Received information stating that the customer's fill estimate was inaccurate. The customer's blood glucose level was impacted (385 mg/dl).

Manufacturer narrative:
Follow up with the customer indicated that the customer's blood glucose level was better and that the fill estimate was working as intended. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.